Event description:
It was reported the insulin pump alarmed motor error during a basal. Customer's blood glucose level was 12.1 mmol/l. Customer does not recall any significant event that may have caused the device to alarm. The device was not exposed to MRI. Alarm was cleared. Customer was advised to disconnect from the device. Customer does use the sensor feature. Customer was advised about false motor error alarms occurring, if customer tried to see the sensor glucose graph while bolusing. Customer was able to rewind the device. Customer stated the device was able to rewind. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. No motor error alarm noted. The motor passed the motor test. The unit had cracked reservoir tube lip.